Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a power on reset (por) occurred. It was noted an illegal address por occurred on (B)(6) 2016 and the first battery voltage measured after the por read 1.749 v. (B)(4).

Event description:
It was reported that the device longevity estimate did not look accurate and was inconsistent with battery voltage. It was noted that this was due to a recent power on reset (por) that occurred. The device was working properly and recovered successfully from the por with the exception of the remaining longevity estimator which had been corrupted as a result of storing an invalid (null) battery voltage measurement post-por. It was noted that this did not affect the operation of the device moving forward. No actions were taken and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.